Event description:
It was reported during a thoracoscopic wedge resection the surgeon entered the thoracic cavity and the cartridge fell out of the ez45b. The cartridge was retrieved. A new stapler was opened, and the case was finished. There was no consequence to the pt.